Manufacturer narrative:
The device has not yet been received by the manufacturer. If the device is received, a f/u report will be filed.

Event description:
During a l4-l5 surgical procedure, the bur broke and remained stuck in the attachment. The procedure was completed with another attachment. There was no delay to the procedure and no adverse consequence reported as a result of this malfunction.